Event description:
It was reported that the pt was implanted a durom us acetabular component 50/44 j on the left side (exact date not reported). The pt was revised on (B)(6) 2015 due to pain, loosening and osteolysis.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received from the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issue for which zimmer implemented a notification in 07/2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result becomes available, the changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).